Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, a stonetome device was attempted to use but failed to cut due to current delivery failure. Furthermore, it was reported that the device was not tested prior to use. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. The cutting wire was measured and was within specification. Functionally, a resistance test was performed and the resistance across the 2-in-1 connector and all sections of the cutting wire was within specification. The device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Therefore, the most probable root cause is not confirmed. No failure detected; the alleged failure ¿current delivery failure¿ could not be duplicated, however, the working length was found to be twisted.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2013. According to the complainant, during the procedure, a stonetome device was attempted to use but failed to cut due to current delivery failure. Furthermore, it was reported that the device was not tested prior to use. The procedure was completed with a different device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.